Manufacturer narrative:
H3: product analysis: part # 5484823, lot # rs16a004 visual inspection confirmed the entire torx tip of instrument has been sheared off optical examination of the fracture surface revealed a fairly flat fracture surface and circular material flow. This type of damage is consistent with torsional overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a medtronic representative regarding a patient implanted with a screw using multiple drivers in an l3-l5 plif for an unknown spinal indication. It was reported that a large diameter screw was trying to be advanced further into the pedicle during a routine plif procedure. After encountering resistance and trying to force the screw further, the distal tip of the screwdriver broke. As the hcp tried more and more drivers, more screw drivers were being broken in attempt to move the implanted screw. There were no patient symptoms or complications as a result of this event. No further complications were reported/ anticipated.